Manufacturer narrative:
Instability is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment for essential tremor and the following day after the treatment, the patient experienced mild instability. The patient showed gradual improvement. However, the hospitalization was extended due to the patient living alone and during that period, the patient's condition worsened with increased instability. Currently, the patient remains admitted at a rehabilitation center, showing slow improvement.

Manufacturer narrative:
Instability is a known side effect listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. The adverse event observed one day post-treatment suggests the development of edema around the target area, potentially affecting the internal capsule. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment on the left side for essential tremor on the right hand and the following day after the treatment, the patient experienced mild instability. The patient showed gradual improvement. However, the hospitalization was extended due to the patient living alone and during that period, the patient's condition worsened with increased instability. The patient was admitted to rehabilitation center where they showed slow improvement. On (B)(6), the patient showed significant improvement.